Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in belgium.

Event description:
It was reported that during surgery, the dermatome suddenly stopped working and could not be restarted. There is no information provided regarding patient harm or surgical delay. Due diligence is complete; no further information is available.